Event description:
Customer reported no reactivity with a pt sample with a history of anti-e and vss201. Daily qc was acceptable. No erroneous results were reported. No death or serious injury was associated with this incident.